Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by immage 800 immunochemistry system. The results were not reported out of the laboratory. There was no effect to patient or user.

Event description:
...

Manufacturer narrative:
Qc was out of specifications. Changing reagent lot resolved the issue. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)